Event description:
It was reported that "the introducer needle would not draw up blood with aspiration, the provider kept getting air bubbles. The needle did not appear broken or bent but would not draw appropriately per the provider and registered nurse." There was no report of patient harm or medical intervention.

Manufacturer narrative:
(B)(4).